Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would start buzzing between 6 to 12 hours that the battery needs to be replaced. They reported that the power out occurred. The customer's blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump was not dropped. This was the second occurrence of replace battery now alarm without a low battery warning. The device will be returned for analysis.